Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A visual summary analysis of the lead indicated apparent explant damage. All electrical testing was within specified parameters. The stylet insertion test was performed without difficulty or resistance. The stylet was not returned but a new stylet was used for testing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrythmia therapy. Since last session 14 hours ago, 1720 v-sics . Twenty six episodes with v-v intervals less than 220 ms on (B)(6)-2016. Two inappropriate shocks delivered on (B)(6)-2016 possibly due to noise resulting from dislodgement. (B)(4).

Event description:
It was reported that six hours after implant, the right ventricular (rv) lead dislodged and the patient received several inappropriate shocks due to oversensing noise. It was also noted that there were high thresholds and no capture. The next day, the lead was explanted and replaced. It was noted that during the procedure the physician had difficulty pulling out the stylet of the rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.